Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial mewatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned; the availability of the device is unknown, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through clinical research data. The clinical research data indicated depuy mitek product failure(s). Since there was no contact information, no follow-up attempts could be performed. It is unknown if complaints derived from this clinical research data were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This report is being filed after the review of a clinical research report for clinical evidence on safety and performance of the product mitek mini quickanchor plus with 39 orthocord suture from data set dua-jmp-2022-058 as part of a data use agreement. Three patients required surgery due to recurrent instability. One patient experienced infection, noted as superficial, treated w/oral antibiotics. Four patients experienced morbus quervain, two of them required additional surgery. Three patients experienced a trigger thumb, one required additional surgery.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1, d4, g1, g4 (510k), h4: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. D9: complainant part is not expected to be returned for manufacturer. Review/investigation: h3, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.